Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port unable to remove needle. The following information was provided by the initial reporter: date of incident - (B)(6) 2025 - the nurse noticed significant friction and grinding when initially handling the IV system. The needle portion was incredibly difficult to remove. Luckily this was not attempted on a patient. The catheter and tubing are on hand for returning, the IV needle portion was disposed of.

Manufacturer narrative:
Investigation results: the complaint of that the needle was difficult to release from the catheter was confirmed for one of the two returned 20g nexiva devices. One IV catheter was received without the needle. A functional test of the sample with the needle revealed a scraping noise when the needle was withdrawn through the tip shield. Both the outside diameter of the needle and the inside diameter of the washer were within specification. Other factors, such as angle of retraction, debris, and lubrication, may have contributed to the reported event; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.